Event description:
It was reported that during a follow-up in clinic, intermittent low, out of range, pacing lead impedance was observed. Noise, sensing issues and capture anomalies were also noted on the ventricular channel. Upon testing, pocket stimulation was observed. Patient was asymptomatic and is not dependent on ventricular pacing. The physician elected to see the patient in follow-up in 6 months. Patient is in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received indicated that the patient presented for system upgrade. During the procedure, the right ventricular lead was capped and replaced due to previously noted issues of oversensing and noise. Patient was noted to be asymptomatic to those issues. During the procedure the patient experienced asystole. Trans-cutaneous pacing was applied. Patient was stable before and after the procedure.